Event description:
It was reported by the rep that the (4) tim20 were used during a radical cystectomy procedure. It was reported that the (4) devices used "would not close or fire smoothly". The surgeon and the cst both felt like the devices were "locking up and not firing with a gentle squeeze". There was no consequence to the patient.